Manufacturer narrative:
Pump passed self-test. However, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on (B)(6) 2025 09:41:36.000 in pump downloaded history. Verified pump alarmed pump error 43 on (B)(6) 2025 08:39:35.000 in pump downloaded history. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2025 08:46:13.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The sc1 cap/reservoir does lock properly. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. Insulin flow blocked alarm unknown due to constant pump error 38 during testing. Prime/fill anomaly unknown due to constant pump error 38 during testing. Rewind anomaly confirmed due to corroded motor home switch preventing successful rewind. Confirmed pump error 38 during analysis due to corroded motor home switch. The pump history download confirmed the pump alarmed pump error 43 due to moisture damage to the electronic assemblies. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, and an issue during the priming process. The customer also reported that the insulin pump was not rewinding. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-441ag, mmt-342 . Troubleshooting was performed for the prime anomaly and the customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the insulin flow blocked alarm as the customer declined further troubleshooting. Troubleshooting was not performed for rewind anomaly. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. Mmt-441ag was requested and the customer response was that the device will be returned. Mmt-342 was requested and the customer response was that the device will be returned.